Manufacturer narrative:
The device was returned to the manufacturer's service center for evaluation, and the report that the middle screen went out could not be reproduced. All video and imaging aspects were found to function properly. Service to the device included resealing of the auxiliary and water channels, replacement of electrical connector and bending sheath, and adjustment of angulation angles to OEM specifications.

Event description:
It was reported that the middle screen went out during a case. The attending physician used a replacement device and concluded the case with no injury or other adverse health consequence to the patient.